Manufacturer narrative:
(B)(6). The customer reported two discrepant troponin results, on the architect i1000sr; serial number (B)(4). Field service performed various troubleshooting measures including replacing the arc, probe (list number 08c94-47) and the valve, manifold kit (rohs) part number 7-77612-03, which were found to be leaking. Service verified the systems functionality with a control run. A review of service history for sn (B)(4) identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic/discrepant results since service replaced the parts. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results, including, but not limited to, the troubleshooting performed by service. A review of tickets for the i1000sr found no similar complaints and no trends associated with this complaint. Based on the investigation, no product deficiency of the architect i1000sr, the arc, probe or the valve, manifold kit (rohs), were identified.

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were: (B)(6) = 0.035 (architect cutoff = 0.03) / repeat = 0.026; (B)(6) = 0.045 / repeat on istat= 0.026 (istat cutoff = 0.08). There was no reported impact to patient management. There was no additional patient information provided.